Event description:
The fe reported the system displayed a cine disk error message thereby resulting in a loss of cine function. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine disk drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.